Event description:
It was reported that a patient's settings were found to be different than what was programmed upon interrogation of the patient's device. The patient stated that he had recently visited a museum that had a large magnet that was picking up objects. The patient's settings will be changed back to his original settings. Good faith attempts to obtain a copy of the physician's handheld to verify the event have been unsuccessful to date.